Manufacturer narrative:
Patient age is estimated minimum based on description as elderly. Model number is the xeridiem part number for the reported product. Catalog number is corresponding part number for boston scientific corporation, the exclusive distributor for the product. Device was not returned for evaluation so a definite root cause could not be determined. Device was not returned for evaluation.

Event description:
Solicited report from (B)(6) by a consumer of an elderly male with an event of non-serious stoma infection with duodopa (levodopa/carbidopa). The patient had a relevant medical history of advanced parkinson's disease. In (B)(6) 2017, the patient experience stoma infection. Currently the patient continues receiving duodopa through the nasal j-tube. Tje [atoemt jad a peg performed by radiologist, who on (B)(6) 2017, placed a balloon peg tube instead of the duodopa peg. The patient was waiting to have the balloon peg tube replaced by the duodopa peg tube. The patient was treated with amoxicillin/clavulanic.